Event description:
The hexlobe driver tip broke off into the set screw during final tightening. The tip remains implanted. There were no other adverse consequences to the patient. The product is currently being evaluated. No further information is available at this time.